Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, the patient presented emergently with a ruptured aaa to the emergency room (ER). A type 3a endoleak with sac growth was identified. The physician elected to perform an open repair and the devices were explanted. The patient was reported to not be in good health post intervention and expired due to post surgery complications.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak was unconfirmed due to a lack of relevant medical imaging. The reported rupture, surgical conversion and patient death events were confirmed. Although unconfirmed, the index case was reported to be off label (short neck length of 10mm - should be equal to or greater than 15mm), neck taper was 18.8% (should be less than 10%) with a borderline distal neck measurement of 31.9mm (should be 18-32mm) could have contributed to a type iiia endoleak. Definitive device and user relatedness for the sac growth and rupture could not be determined. The procedure related harms identified were acute renal failure, respiratory failure, hemodynamic instability and abnormal blood loss. The patient death was determined to be device related. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned by the hospital post explant; therefore, no device evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. B1 adverse event/product problem - updated; e1: name and address - email updated; h6: result code ¿ remove 3233; h6: conclusion code ¿ remove 11; h10: additional manufacture narrative: updated h3 other text : device not returned after explant.